Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. The importance of an accurate deployment. The repair was performed in 2009. The complaint correspondence indicated that the pt's anatomy was suitable for evar. Without images we are unable to confirm the pt's suitability for evar or the reported angulation of the proximal neck. The angulation of the proximal neck may have prevented proper sealing at the proximal neck, which can increase the risk of endoleak. The physician added that "I think the endoleak occurred because the main body graft was not deployed along the proximal neck angulation." With the info provided it is difficult to determine a root cause. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A male pt underwent aaa repair in 2009. The pt's anatomical form was suitable for aaa repair. The procedure was conducted as prescribed except deployment of suprarenal stent was performed before contralateral iliac wire guide placement. Final angiography revealed a type I endoleak from the main body proximal neck. Additional ballooning was performed but the endoleak was not resolved. Another MFR's stent was then additionally placed in the proximal neck. After the placement, a resolution of the endoleak was confirmed. The pt has shown signs of recovery.